Manufacturer narrative:
G3: PMA/510(k) corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): the phenom 27 catheter total length was measured to be 158.8cm and the useable length was measured to be 152.3cm which is within specification (specification: 150cm ± 5cm). The phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.026¿ mandrel was inserted through the phenom 27 catheter without issue. Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open proximal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. In addition, the pipeline flex braid was found fully open. It is possible the damage found with the pipeline flex braid, the placement of the braid at a bend, and the patient¿s ¿moderate¿ vessel tortuosity contributed to the event; however, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal segment could not be opened. The proximal segment of the stent was positioned in a bend, more than 50% of the stent had been deployed when it failed to open, re-sheathing was performed more than twice, and no additional steps or devices were used to open the pipeline. The device was removed from the patient, and a replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results were normal. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left carotid ophthalmic segment with a max diameter of 5 mm and a 3 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was unknown if dual antiplatelet therapy (dapt) was administered. Ancillary devices include a phenom 27 microcatheter.